Event description:
Pump was reported to severely overdose pt. Vague note that accompanied pump stated, "heparin and potassium, rate was programmed for 8ml/hr, pt rec'd 250ml". No add'l details have been able to be obtained at this time. Attempts were made to clarify report, obtain specific pt info, pt injury, medical intervention and pt outcome, but no info has been obtained. Writer classified this report as an adverse event due to the strong wording of "severely overdosed" that accompanied report, however, the pt's outcome and whether or not medical intervention was needed is not known at this time.

Event description:
Follow-up with ren revealed a 250ml bag of heparin was hung as the primary line at a rate of 8ml/hr. A secondary line consisting 40meq kcl in a 400ml bag was also hung at an unknown rate, although the rate was said to be much faster than 8ml/hr. The heparin bag was reported to have infused in approx 4 hours. No medical intervention was needed, just increased pt monitoring. No adverse outcome resulted.

Event description:
Follow-up with rn revealed a 250ml bag of heparin was hung as the primary line at a rate of 8ml/hr. A secondary line consisting 40meq kcl in a 400ml bag was also hung at an unknwon rate, although the rate was said to be much faster than 8ml/hr. The heparin bag was reported to have infused in appproximately 4 hours. No medical intervention was needed, just increased pt monitoring. No adverse outcome resulted.